Event description:
The lay user/patient contacted lfs on august 1, 2009 alleging a meter casing issue with their one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: on the previous month, at around 6:00 pm, the patient's child accidently dropped the meter and it hit the concrete. There is no information on whether the meter powered on or whether the patient attempted to test her blood glucose. The patient controls her diabetes via diet and exercise. Approximately 12 hours later at around 10:00 am the next day, the patient was dizzy and incoherent. The patient ended up in the ER with a blood glucose reading of 346 mg/dl and was treated with insulin. The meter was not a new product (out of box). The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's blood glucose readings prior to when the reported issue began, whether the patient attempted to test her blood glucose the day the symptoms occurred, who took the patient to the hospital, whether the meter even powered on, what the patient's blood glucose reading was prior to being discharged from the hospital and whether or not her diabetes regimen was changed. The complaint is being reported as the patient claimed she was unable to test her blood glucose, due to the reported issue, and later developed symptoms suggestive of hyperglycemia and had to receive insulin treatment in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.